Event description:
The patient began experiencing itching and increased spasticity. The physician supplemented treatment with oral baclofen until the cause was found. He also replaced the drug in the pump with a new batch. The drug was replaced with branded lioresal and bupivicaine. The original drug was sent for analysis. An initial dye study showed no anomalies. A second dye study showed poor cfs return. During catheter revision, it was determined that the catheter was damaged at the point next to the anchor. A questionable calcification and residue in the catheter were noted. The surgeon questioned the impact of the drug on catheter patency and integrity.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. Training is in place.